Event description:
It was reported that the customer experienced difficulty pressing the quick bolus/wake button on their pump, requiring multiple attempts to activate the screen. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.